Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 3776-75, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead, refer to regulatory report #3004209178-2019-15818. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that there was electrode impedance. The rep reported that the patient claimed she was body slammed, fell back and hit her head. The rep did an impedance check and an x-ray and CT scan were performed. The rep reprogrammed the patient. The issue was not resolved. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2019. The rep reported that the impedance issue was high impedances. The rep reported that the cause of the impedance was the patient¿s fall. The rep programmed around the impedances. Additional information was received from a manufacturer¿s representative (rep). The rep reported that during a routine check, high impedances were found on 6 and 7 today for one ins and on 10 and 13 for the other ins. The rep reported that the patient was injured after being body slammed in (B)(6) 2019. The rep reprogrammed the impedances. The is sue was not resolved. No further complications were reported.